Manufacturer narrative:
(B)(4).

Event description:
It was reported that during testing, no vibratory alert was observed. After altering the vibratory duration, no response was still observed from the device. The patient will continue to be monitored via remote transmission.